Event description:
The customer reported that his olympus evis exera ii xenon light source had no power during reprocessing. The initial reporter believes that the subject device had a bad fuse and plans or order a replacement. This event had no patient involvement.

Manufacturer narrative:
During his call with olympus technical assistance center (tac) personnel, the customer requested a new fused for the device and plans to replace it himself when the new component arrives. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections were corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the power issue could not be determined. It is possible that the power issue was caused by a blown fuse. Olympus will continue to monitor field performance for this device.